Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a clogged nozzle. The bending section cover was worn out and white clouded, there were scratches on the mouthpiece, and the rubber was worn on switch buttons 1 and 2 due to wear and tear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera ii gastrointestinal videoscope, there was too much pressure in the air water channel due to foreign material exiting the nozzle. The issue was found at automated endoscope reprocessing and there was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with solid foreign matter, but it was not possible to identify what the foreign matter was. There was no deformation or damage to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.